Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a follow-up episodes of inappropriate vf were noted. Double counting of the t-wave was noted; for this reason the device treated the event like a ventricular fibrillation and there were 4 inappropriate shocks. The device was reprogrammed and remains implanted.